Event description:
It was reported that a patient underwent a unknown procedure on (B) (6) 2009. The reservoir functioned properly for one day. Then, the lock was too loose and the reservoir could not stay in its locked condition. There were no adverse patient consequences.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.